Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead alert due to the rv coil defib impedance exceeding the programmed alert level of greater than 100 ohms. The following day the patient's implantable cardioverter defibrillator (ICD) sounded an audible alert and the patient presented to the hospital where a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the rv coil impedance level returned to within normal limits after the impedance spike. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.